Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.0mmx100mmx150cm sterling balloon catheter was advanced for dilatation. However, during first inflation at 5 atmospheres for 3 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported. The patient condition was good.